Manufacturer narrative:
Device used for treatment, not diagnosis. Patient weight not provided for reporting. Other UDI (B)(4). Patient was originally implanted on an unknown date. Device is not expected to be returned for manufacturer review/investigation. Without a lot number, the device history record review and the investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during a planned revision surgery to perform a complete hip replacement, a trochanteric fixation nail advanced (tfna) nail broke while being removed during the procedure on (B)(6) 2017. The patient was originally implanted with one tfna nail, a lag screw, and a 5.0mm titanium locking screw to repair a hip fracture on an unknown date. During the revision surgery, while removing the nail, the device broke into two pieces. There was a 10 minute delay in surgery noted while the surgeon removed the broken pieces. The lag screw and locking screw were both removed intact and without issue. This complaint involves one (1) device: tfna nail with one part data. Concomitant devices reported: lag screw (part #: unknown, lot #: unknown, qty. 1), 5.0mm titanium locking screw (part #: unknown, lot #: unknown, qty. 1). This report is 1 of 1 for (B)(4).